Manufacturer narrative:
Analysis revealed an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a navigation device being used outside of procedure. It was reported that a disc error was received when trying to load exams from it. The site had another navigation device and was able to load the exams onto that device, cranial 2.2.7. The green light on the cd was green.